Manufacturer narrative:
A visual evaluation of the returned device found that the guide catheter was detached, kinked, and stretched. The stent was loaded on the detached guide catheter and was found bent. The push catheter and pull wire were also kinked and bent in several locations. A functional evaluation was not performed due to the condition of the returned device. The investigation concluded that tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in catheters. With the catheters bound by kinks and bends, the device would become unable to deploy the stent. Continuous effort to deploy the stent would likely caused stretching of guide catheter and ultimately breaking it. Therefore the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed no anomaly was found.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde biliary drainage (erbd) procedure performed in the hilar bile duct of a patient on (B)(6) 2015. According to the complainant, during the procedure, resistance was encountered when the physician pulled the hub of the flexima rx biliary stent and the inner catheter detached and remained within the stent. The physician then withdrew the delivery system and retrieved both the detached inner catheter and the stent using a snare. The procedure was completed with different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde biliary drainage (erbd) procedure performed in the hilar bile duct of a patient on (B)(6) 2015. According to the complainant, during the procedure, resistance was encountered when the physician pulled the hub of the flexima rx biliary stent and the inner catheter detached and remained within the stent. The physician then withdrew the delivery system and retrieved both the detached inner catheter and the stent using a snare. The procedure was completed with different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.